Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer stated that the screen was blank and the customer took the battery out and got a battery out limit alarm. Customer tried different batteries and the pump is still giving battery out limit alarm. Customer stated there was a crack in the battery compartment. Customer thinks it may have been from the belt clip. Customer is using a aaa energizer battery. Customer tested with a new aaa alkaline battery and stated the display returned. Customer's blood glucose level was 106 mg/dl. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of pump greater than the duration allowed by the pump. It was explained that this was normal pump behavior. Insulin pump will need to be replaced since there is a crack in the battery compartment in the threading. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)